Event description:
It was reported by the patient that they heard a series of beeps and then single beeps a number of minutes apart. Follow up with the clinic found that the patient had been seen by the physician since the initial call and the cause of the reported alerts had not been determined. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.